Event description:
It was reported that after multiple attempts of finding a suitable location for the right ventricular lead, capture and sensing could not be obtained. The lead was removed from the pocket. A replacement lead was implanted.

Manufacturer narrative:
(B)(4).